Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, there was an unspecified intra-operative complication, and the patient expired. The procedure was completed robotically. The information was provided by an obstetrics and gynecology physician, who was not in attendance at the procedure as he is from a different department. The case was heard at an internal hospital meeting and most of the information was unknown. It was reported that it seemed that no malfunction of a medical device was found, it seemed to be a clinical problem; however, the details were unknown.

Manufacturer narrative:
Based on the current information provided, the nature of the intra-operative complication and the patient's death cannot be determined. No reports of any davinci system or instrument related issues have been received. A review of the device logs for the instruments used during the reported procedure was conducted. All of the instruments and endoscope used in the procedure were used in subsequent procedures, and a site history review shows no complaints filed against any of the instruments. An advanced system log review for the reported procedure date was conducted, and per the review, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A device history record review for the devices used in the reported event was completed and no related non-conformances were identified. A review of the event was conducted by an isi medical safety officer (mso) who concluded that the patient in this report died following a complication during a urological da vinci procedure. The type of complication(s) and how they may have been related to any portion of the operation or patient disease is unknown. The cause of death, date of death, and any potential relationship to the operation is unknown. Based on the information in the summary of events, insufficient information exists to determine if any intuitive surgical systems or instruments contributed to this catastrophic event. This complaint is considered a reportable adverse event, due to the following conclusion: a patient underwent a da vinci-assisted surgical procedure and subsequently expired. It was reported that an unspecified intra-operative complication occurred; however, the cause of death is unknown.